Event description:
A total of 8 sets from lots ending in 412 and 769 came apart when tested, so all (defective) lots were pulled for the unit. Medline sent additional supply from other lots that were tested and appeared to be secure. A note was posted for staff on all supply bins to double check all filter extensions before connecting. I notified the manufacturer though our representative. Carefusion customer advocate sent a return shipping label and 7 of the 8 sets were returned. After changing ivf on a double lumen umbilical vessel catheter (uvc), approximately 10 mins later, I noted blood backing up into one of the lumens. Following my line back, I noted the filter had broken apart and was lying in the bed. I asked my neighbor to grab a new one while I kept the line sterile. In flushing another filter, it also snapped apart. A third nurse came over and notified the charge nurse of the situation. The line was reconnected and blood flushed through. There was no harm to patient.======================manufacturer response for IV tubing, smartsite extension set (per site reporter).======================re: question about public information - we shared our findings with all units in our health system that use this product. Also, we notified our distributor, medline. I notified the manufacturer, through our representative, and he forwarded it on. Carefusion customer advocate sent me a return shipping label and 7 of the 8 sets were returned. Their email stated that carefusion created 3 files. Carefusion did not advise on how to handle product we currently have, but we pulled all products from the two mentioned lot numbers.